Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test positive for nickel") and pelvic pain ("pelvic pain (while seated)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, carbohydrate intolerance, drug intolerance, abdominoplasty and urinary incontinence. The histology report found no inflammation, no malignancy. No allergy to copper or zinc. Previously administered products included for an unreported indication: iud. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cystocele ("cystocele grade 2") and dyspareunia ("worsening of dyspareunia"). The patient was treated with surgery (both essure removed on (B)(6) 2014 by bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, pelvic pain, cystocele and dyspareunia outcome was unknown. The reporter considered allergy to metals, cystocele, dyspareunia and pelvic pain to be related to essure. The reporter commented: essure placed on (B)(6) 2010: 4 coils on the right and 4 coils on the left. Most recent follow-up information incorporated above includes: on 8-mar-2019: patient's medical history updated. New events added: pelvic pain (while seated), cystocele grade 2 and worsening of dyspareunia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test positive for nickel") in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.